Event description:
A customer reported that their pump battery would not charge, leading to the pump shutting down. Attempts to troubleshoot the issue by using various charging cables and wall adapters were unsuccessful, and the customer did not receive a power source alert. The customer's blood glucose level stayed between 54-500 mg/dl, indicating no adverse impact. Technical support advised the customer to put the pump into storage mode and return it using a pre-paid label. Meanwhile, the customer switched to multiple daily injections as a backup therapy. Technical support confirmed the shipping details and planned to replace the pump.